Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that nurse had been trying to initiate therapy using the arctic sun device (serial 1050) for about an hour but was getting no flow. They stopped therapy, emptied, and disconnected the arctic gel pads and refilled the reservoir. They cycled the power and were waiting for it to come back up now. Mss walked nurse through resuming therapy. Pump hours were 8700 and system hours were 9504. Flow rate settled at 2.6lpm, inlet pressure was -7.2psi and circulation pump command was 75 percent. Mss advised flow was good now and to call back if it dropped again. Nurse stated they called earlier regarding flow issues at beginning of therapy and those were resolved. Nurse been getting alerts about patient temperature changes and water temperature changes. The device did not appear to be cooling the patient. Patient temperature was 36.1c, target temperature was 33c, water temperature was 26.9c, flow rate was 2.4lpm, trend showed thermoneutral. Per nurse water temperature had only gone as low as 25.6c but had been rising rather than lowering. Event log showed alert 116 (patient temp 1 change not detected), alarm 117 (patient temp 1 change not detected) and alert 113 (reduced water temp control) 2 times. System diagnostics showed that outlet monitor temperature (t1) was 21.1c, outlet control temperature (t2) was 21.2c, inlet temperature (t3) was 24.9c, chiller temperature (t4) was 33.7c, water flow rate (wfr) was 2.4lpm, inlet pressure was -7.1 psi, circulation pump command was 67 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 9554 and pump hours were 8700. Mss advised nurse that device would need to be sent to biomed for service and to note the alert 113 on the device. The only other device they had was loaned to sister hospital a week ago. Nurse would discuss alternate method of cooling with team. Patient was switched to another device (serial dyyhy029).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. The device was not returned.

Event description:
It was reported that nurse had been trying to initiate therapy using the arctic sun device (serial (B)(6)) for about an hour but was getting no flow. They stopped therapy, emptied, and disconnected the arctic gel pads and refilled the reservoir. They cycled the power and were waiting for it to come back up now. Mss walked nurse through resuming therapy. Pump hours were 8700 and system hours were 9504. Flow rate settled at 2.6lpm, inlet pressure was -7.2psi and circulation pump command was 75 percent. Mss advised flow was good now and to call back if it dropped again. Nurse stated they called earlier regarding flow issues at beginning of therapy and those were resolved. Nurse been getting alerts about patient temperature changes and water temperature changes. The device did not appear to be cooling the patient. Patient temperature was 36.1c, target temperature was 33c, water temperature was 26.9c, flow rate was 2.4lpm, trend showed thermoneutral. Per nurse water temperature had only gone as low as 25.6c but had been rising rather than lowering. Event log showed alert 116 (patient temp 1 change not detected), alarm 117 (patient temp 1 change not detected) and alert 113 (reduced water temp control) 2 times. System diagnostics showed that outlet monitor temperature (t1) was 21.1c, outlet control temperature (t2) was 21.2c, inlet temperature (t3) was 24.9c, chiller temperature (t4) was 33.7c, water flow rate (wfr) was 2.4lpm, inlet pressure was -7.1 psi, circulation pump command was 67 percent, mixing pump command was 100 percent, heater command was 0 percent, water reservoir level was 4 bars, system hours were 9554 and pump hours were 8700. Mss advised nurse that device would need to be sent to biomed for service and to note the alert 113 on the device. The only other device they had was loaned to sister hospital a week ago. Nurse would discuss alternate method of cooling with team. Patient was switched to another device (serial (B)(6)).